Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 60 mg/dl after exercising following a meal and announcing for that meal, treated the low with an oral carbohydrate snack, and later inquired about pausing insulin delivery during workouts. Symptoms included hypoglycemia without reported associated complaints. Outcomes included no health consequences or impact. Troubleshooting and education were provided, including guidance to allow time after meals before exercising and to consult a healthcare provider, with instruction on pausing and resuming insulin delivery on the device. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.